Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced three infusion sets crimped cannulas within 3 or more hours of insertion. Site of insertion was abdomen. Patient's blood glucose at the time of issue was reported as high. Patient took correction injection via multi daily injections to address high bg. Patient replaced infusion sets and resumed insulin successfully. No further information available.